Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly the customer over calculated a manual injection in response to a pump malfunction. Customer consumed carbohydrates to address bg. It was also reported that a malfunction alarm occurred. The pump was reset and the malfunction cleared. The customer resumed insulin delivery.